Event description:
It was reported that the right ventricular (rv) and the right atrial (ra) leads exhibited noise. The rv and the ra leads were explanted on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Section d6a - implant date should be (B)(6) 2016", rather than (B)(6) 2025".

Manufacturer narrative:
The reported events of lead insulation damage and noise were confirmed. As received, a complete lead was returned in two pieces. Final analysis found an external insulation abrasion that breached the outer insulation and exposed the outer coil, proximal to the suture sleeve tie impression, consistent with friction against the device can.